Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer experienced the reported issue during the system was in clinical use and the ongoing procedure was completed as planned. A philips field service engineer (fse) went onsite and confirmed the live image and playback image frames had stuck sometimes. The analysis of the system log file found the image database error, hard disk reading issue. To resolve the reported issue, the fse unplug and reconnected the image processing pc (ip-pc) hard disk bays to maintain good contact. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's live image was freezing and stuttering, which can impact imaging. The device was inside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.